Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device needed frequent reboots in between cases due to recurring bio-ID scanner disconnections. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, february 12, 2016, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID working correctly on arrival. The field service engineer (fse) reseated both connections at the docking board and bio ID. Ran a final test to verify ID, which passed successfully. Fse contacted the customer, who confirmed no further issues since the universal serial bus (usb) cable was reseated on the bio ID. The system functioned as intended after the field service engineer repaired the device.